Event description:
It was reported that this right atrial (ra) lead was part of the report due to infection. All available information indicated that the right atrial (ra) lead remains in service. There were no additional adverse patient effects reported. The ra lead was still implanted.